Event description:
This event is reportable based on the product analysis approved in 2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent balloon was unable to inflate. The physician attempted to place the 3.0x24mm taxus liberte drug eluting stent but upon placement was unable to inflate the device. The stent was removed and the procedure was successfully completed with another 3.0x24mm taxus liberte drug eluting stent. No pt complications occurred and the pt's condition was listed as "ok". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
The condition of the returned unit could potentially be related to the complaint incident. A visual and microscopic examination identified that the balloon inflated and deflated correctly. The returned device was connected to an encore inflation unit. The inflation device was pressurized to 8 atmospheres (atm) for 60 seconds, and again at 10 atm for 60 seconds. No issues were noted with the balloon. However, proximal stent damage was observed prior to inflating the balloon. The outer diameter (od) of the damage found on the stent was measured at approximately 1.43mm. The od of the stent area where no damage was present was measured at approximately 1.18mm. This type of damage is consistent with the device encountering some form of resistance during withdrawal. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No kinks or damage were found along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.